Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, during the procedure when the physician stretched the bumper for insertion it was noted that the bumper was cracking. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device was performed and revealed the medicine port and feeding ports were in the open position. The c-clamp was closed and located at approximately 2 centimeters proximal the 15 cm mark. The external bolster was located at approximately the 9 cm mark and was without issue. The obturator anchor pocket in the internal bolster was found to be torn lengthwise. The bolster presented a slight gap along the mold parting line in the tip of the obturator anchor pocket which most likely caused the wall to be weakened. There are no specifications regarding the mold parting line or the top radial wall thickness at the tip of the obturator anchor pocket. The returned unit was consistent with the complaint incident that the internal bolster was damaged. During the physical evaluation the obturator anchor pocket was found to have been torn. The internal bolster mold parting line was slightly weak contributing to the obturator anchor pocket failure when the pocket was distended during preparation. Therefore, because it cannot be determined how much force the anchor pocket received the most probable root cause is undetermined. A review of the device history record was performed for lot 13713403 and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 13713403.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, during the procedure when the physician stretched the bumper for insertion it was noted that the bumper was cracking. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.